Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, device was explanted due to damaged / eroded tubing.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump was received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the serialized exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appeared to be rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in the inlet tube of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on all strain relief and the non-serialized exhaust tube of the pump. The pump failed back pressure testing due to the presence of tissue within the pump. Based on quality's recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the serialized exhaust tube was overlapping the non-serialized exhaust tube of the pump. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the serialized exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 2174986. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.